Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("I have a small spot on my belly"), gastrointestinal scarring ("I had tremendous amount of scar tissue on intestines"), diarrhoea ("diarrhea"), constipation ("constipation"), dyspnoea ("breathless") and anxiety ("anxiety"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, rash, gastrointestinal scarring, diarrhoea, constipation, dyspnoea and anxiety outcome was unknown. The reporter considered anxiety, constipation, diarrhoea, dyspnoea, gastrointestinal scarring, medical device removal and rash to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: constipation, diarrhoea, rash, scar, anxiety, breathless, medical device removal. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event added, non serious to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("I have a small spot on my belly"), gastrointestinal scarring ("I had tremendous amount of scar tissue on intestines"), diarrhoea ("diarrhea"), constipation ("constipation"), dyspnoea ("breathless"), anxiety ("anxiety"), chest pain ("chest pain"), palpitations ("heart palpitation") and blepharospasm ("eye twitching"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, rash, gastrointestinal scarring, diarrhoea, constipation, dyspnoea and anxiety outcome was unknown and the chest pain, palpitations and blepharospasm had resolved. The reporter considered anxiety, blepharospasm, chest pain, constipation, diarrhoea, dyspnoea, gastrointestinal scarring, medical device removal, palpitations and rash to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: constipation, diarrhoea, rash, scar, anxiety, breathless, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter information updated. Event: eye twitching was newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("I have a small spot on my belly"), gastrointestinal scarring ("I had tremendous amount of scar tissue on intestines"), diarrhoea ("diarrhea"), constipation ("constipation"), dyspnoea ("breathless"), anxiety ("anxiety"), chest pain ("chest pain") and palpitations ("heart palpitation"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, rash, gastrointestinal scarring, diarrhoea, constipation, dyspnoea and anxiety outcome was unknown and the chest pain and palpitations had resolved. The reporter considered anxiety, chest pain, constipation, diarrhoea, dyspnoea, gastrointestinal scarring, medical device removal, palpitations and rash to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: constipation, diarrhoea, rash, scar, anxiety, breathless, medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event chest pain, heart palpitation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.